Event description:
On (B)(6) 2012, the patient underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. On (B)(6) 2014, follow-up imaging identified a distal type I endoleak on the ipsilateral limb of the trunk and no evidence of aneurysm enlargement. It was reported the trunk was initially implanted in 2012 with adequate seal (within IFU) in the common iliac artery, but the aneurysm disease progressed distally over time. On (B)(6) 2014, an intervention was performed to treat the distal type I endoleak whereby two additional devices were implanted for distal extension. Final angiography showed resolution of the distal type I endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.